Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery and priming tests. The motor passed the motor test and there was no motor error alarm. The drive support disk was inspected and there was no anomaly. There was no excessive no delivery alarm. The insulin pump was received with scratches on the lcd window, cracked case display window corner and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 41 mg/dl. Customer treated their high blood glucose with the food. Troubleshooting for no delivery alarm was performed. Customer resolved the issue with a complete set change. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received multiple motor error and no delivery alarms in a 30 day period. Customer received motor error alarm during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.